Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Baxter will continue to monitor similar reports to determine if further actions are required. Device evaluation: the reported condition of a bolus working intermittently involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged micro-processor (mpu) board. The mpu board was replaced to fix the reported condition.

Event description:
The facility representative contacted baxter to report an infusor in which the bolus and power button work intermittently. The event occurred upon power up. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.